Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, and no damage was observed.

Event description:
It was reported that during a surgical procedure a small grasping retractor instrument had a broken cable. The procedure was completed as planned with no reported injury.